Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device doesn't work, that it has not been in service for 2 years. Patient said she didn't get stimulation for her left foot and ankle. Patient said she had multiple reprogramming session, but she didn't get the stimulation she needed. The scs system goes on and off when she arches her back. Patient also said she can only recharge when standing. Patient mentioned she has scoliosis. The patient was redirected to their healthcare provider to further address the issue.